Event description:
It was reported that a patient underwent an excision of lipomas on an unknown date and a topical skin adhesive was used. Three days post operative the patient developed a pruritic rash at the site of application. The patient was treated with topical gentamicin and triamcinolonacetonide emollients. The reaction resolved within 7 days.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.